Manufacturer narrative:
(B)(4). The analysis results found that two cb12lt (a, b) were returned with one of the seals of the universal seal assembly torn and out of its intended position. In addition, the torn seals were received inside a sample bag. One potential cause for the damage found may be the snagging of an instrument during insertion. A batch/lot record review was performed and the batch met all final acceptance criteria.

Event description:
It was reported that during a gynecological procedure, the reducer broke off inside the patient. No further information was available. Case completed with another device of the same product code. There were no patient consequences reported.